Event description:
During treatment, the doctor heard a crackling noise coming from the treatment tip. The doctor inspected the treatment tip and noticed a black mark on the membrane. The patient developed one burn at the size of a dime on the right side of the nose. The patient was prescribed silver sufadiazine (1%) to apply on the burn area.